Event description:
The following information was reported: a 5f mynx vascular closure device was deployed by the radiology technician. The device was deployed but the sealant was not delivered. The sealant was visualized when tamped and out of the body. Manual pressure of an unknown duration was held to achieve hemostasis. It is unknown if the patient was hospitalized. Vessel type: vein.

Manufacturer narrative:
Visual inspection of the device showed that the shuttle cartridge was disengaged from the handle. The advancer tube was properly engaged to the tamp lock as received. The sealant and the procedural sheath was not returned with the device which suggests post procedural manipulation. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the provided information and the investigation performed, the root cause for the reported event could not be conclusively determined. The review of the lhr (f1501206) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Manufacturer narrative:
The lhr statement is being updated with the correct lot number. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. The UDI number is being updated with the correct information. (B)(4).